Manufacturer narrative:
Unexpected restart alarm after battery change due to faulty connector on interface board. The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No signal too low alarm, low battery alarm, off no power alarm, blank display or numbers count down anomaly noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring unexpected restarts during normal use. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.